Manufacturer narrative:
Continuation of d10: product ID: 8780 lot#: serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2026, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-jul-2021, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10 mg/ml at 2mg/day and bupivacaine 10 mg/ml at 2mg/day via an implantable pump. It was reported that the patient was scheduled for a routine pump replacement due to eri (elective replacement indicator) <(><<)>5 months. During the case the physician found the catheter to be obstructed. The patient was in the or (operating room) the day of the report for the planned pump replacement. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal segment. When the physician removed the old pump from the pump connector, he did not note any flow from the catheter. He then attached the new pump to the catheter and attempted to aspirate from the catheter access port but had no return of spinal fluid. He then proceeded to open up the midline lumbar incision and dissected down to the existing anchor and spinal segment. He cut the spinal segment diesel from the anchor and still had no flow from the spinal segment. At this point, the physician opted to replace the catheter and its entirety. The physician was given a new catheter kit which was placed at t8 without difficulty. The new catheter was tunneled to the existing pump pocket and connected to a new proximal segment and the new pump. A catheter aspiration was done before and after placing the pump back into the existing pump pocket with positive return of csf (cerebral spinal fluid). Incisions were then irrigated and closed. The exact cause for the catheter obstruction was not determined. The physician denied any history of volume discrepancies. In an effort to reduce symptoms of overdose/toxicity, the physician opted to re-concentrate the drug before restarting the infusion. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.